Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex, one in the lad and one in the 1st obtuse marginal. Cec adjudicated that the patient suffered from a myocardial infarction in a target vessel.